Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml 21ga 1-1/2in bil had a syringe needle connectivity issue. The following information was provided by the initial reporter translated from spanish to english: please indicate the lot number. 1357482fab2022-01-01. How many products were affected? Confirm quantity. One. Has there been any damage to patients/healthcare professionals? No. Are there any patients involved, please confirm? No. Are samples available for collection? No. Quantity, is the sample contaminated? If yes, please report the substance. Unknown. Was the package or the product damaged? No -damaged? No. Specify the details of the defective component. Description of event. The 5 milliliter syringes do not have a device to screw the needle but to tie the needle, sometimes due to the density of the medicine when pressing on the plunger during the injection, the syringes become untightened causing the loss of the medicine. Customer responded late 17jul2024.

Event description:
Defective component (problem not specified). Please indicate the lot number. 1357482fab2022-01-01--. How many products were affected? Confirm quantity. One. Has there been any damage to patients/healthcare professionals? No. Are there any patients involved, please confirm? No. Are samples available for collection? No. Quantity. Is the sample contaminated? If yes, please report the substance. Unknown. Was the package or the product damaged? No -damaged? No. Specify the details of the defective component. Description of event: the 5 milliliter syringes do not have a device to screw the needle but to tie the needle, sometimes due to the density of the medicine when pressing on the plunger during the injection, the syringes become untightened causing the loss of the medicine. Customer responded late 17jul2024.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination also based on the limited information available even after multiple attempts ,we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards.